Event description:
It was reported that the patient died. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. At an unknown time post procedure, the patient was admitted to the hospital due to not feeling well. It was discovered that the closure device had embolized out of the laa. The patient was transferred to another facility to have the closure device retrieved and removed. At an unknown time, the patient died.

Manufacturer narrative:
B2 date of death - aware date used as death date is unknown. B3 date of event - aware date used as event date is unknown.

Manufacturer narrative:
B2 date of death - event date used as death date is unknown.

Event description:
It was reported that the patient died. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. At an unknown time post procedure, the patient was admitted to the hospital due to not feeling well. It was discovered that the closure device had embolized out of the laa. The patient was transferred to another facility to have the closure device retrieved and removed. At an unknown time, the patient died.